Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle was loose while using the device. A new device was used in order to complete the case. There was no patient injury.